Event description:
An over pressure condition precipitated by kinking was first suggested during in-house training and, along with an add'l effect, was subsequently identified and documented during in-house engineering studies. Neither product effect has resulted in any reported pt injuries. The product effects of concern which may result in an over pressure condition are: 1) disconnection of the proximal airway pressure monitoring line; and 2) complete and total obstruction (kinking) of the proximal airway pressure line during the expiratory phase of ventilation in pressure cycling mode.